Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed as planned as the issue did not affect the procedure. The philips field service engineer (fse) visited system onsite and confirmed the x-ray tube error. The review of system log files showed tube current out of range. To resolve the issue, the fse cleaned the high-tension (ht) connections on both the x-ray tube and generator sides, performed x-ray tube conditioning, adaptation, tube yield, and edl tests, all of which passed with no errors. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the tube current was out of range, preventing image acquisition. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.